Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient experienced peritonitis. The patient was not hospitalized for the event. The treatment information was not reported. On an unreported date, the patient recovered from the peritonitis. This is report 2 of 4, for the extension set involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. (B)(4). Per review of the batch records for potentially associated lots h12k09146 and h12l03030. No nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Should relevant additional information become available, a follow-up report will be submitted.